Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the customer reported issue. The usm was placed on in-house system and the unit triggered an error 319 on the axes controller, carriage (acc). The rolling loop was replaced on the usm as it was found damaged. Based on the information provided at this time, this event remains a reportable event due to system unavailability after start of a surgical procedure (first port incision) and the procedure was converted to laparoscopic surgery.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noted that according to the intuitive surgical, inc. (Isi) clinical sales representative (csr), the camera arm could not be operated by the surgeon side console (ssc). The surgical staff power cycled the system and the error 319 occurred on universal surgical manipulator (usm) 2. The surgical staff tried to hard power cycle the system, but the issue persisted and the procedure was converted to laparoscopic surgery. The fse addressed the issue by replacing the usm 2. The universal surgical manipulator (usm) has not been returned to isi for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided at this time, this event is being classified as a reportable event due to system unavailability after start of a surgical procedure (first port incision) and the procedure was converted to laparoscopic surgery.

Event description:
It was reported during a da vinci-assisted procedure the user encountered an error (319) and the fault could not be resolved after power cycling the system. Technical support advised the user to hard power cycle the system with emergency power off (epo), but the issue persisted. The customer converted the procedure to laparoscopic surgery. Intuitive surgical, inc. (Isi) completed user follow-up and obtained the following information: the user confirmed that system functionality was checked upon powering the system on and ports were placed the reported issue (error 319) occurred. The user completed troubleshooting with technical support, but the issue persisted. As a result, the surgeon converted the robotic procedure to laparoscopic surgery. The patient tolerated the laparoscopic surgery and there was no reported patient injury/harm.